Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Customer addressed bg by consuming carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer continued using the pump for insulin therapy.